Event description:
Baxter reported a false air in line alarm ona colleague infusion pump at the facility. Reportedly, when the IV set was pulled below the pump, the false air in line alarm occurred. The patient was being transferred and the IV pump was on a rolling pole. There was not enough slack to avoid a pull on the IV set. The pump needed to be stopped during the alarm and subsequent troubleshooting. At the time, no additional details are available regarding the event data, names, demographics, diagnosis and status, patient injury, medical intervention, and set up of the pump.